Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 7/24/2024, h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No - was there any change in the patient¿s post-operative care due to the prolonged procedure? No to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a dental surgery on (B)(6) 2024 and suture was used. The suture strand broke at the same area (5mm from the crimping area). This issue occurred with 6 devices. There were no patient consequences reported. Surgical delay of 15 minutes. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/29/2024 h6 component code: g07002 no device problem found additional information: d4, d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One empty open box and twenty-nine representative unopened samples was received for analysis. Product code f2832h. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.